Manufacturer narrative:
Block h6: patient code e1906 captures the reportable event of candida infection. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h10: there are two healthcare facilities provided, and it is unknown which device belongs to each facility. (B)(6) hospital (B)(6) (B)(6) (B)(6) hospital (B)(6) (B)(6) block h10: the returned percuflex ureteral stent was analyzed, and a visual evaluation noted that the bladder coil was buckled accordion. Additionally, the suture and positioner were not returned. During magnification, it was observed closely that the bladder pig tail was observed buckled accordion, besides found the tip of the bladder coil torn. No residues detected in the stent. No other problem with the device were noted. The reported event was not confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. The infection reported in the complaint is a known adverse event associated with the use of the device. For the found problem of bladder coil buckled accordion and the bladder coil tip torn, most likely it occurred due to use of the device, interaction with another device, the placement of the device, operational factors or manipulation at time to insert and removed the stent. Therefore, the most probable cause code will be known inherent risk of device since the reported adverse event known and documented in the labeling.

Event description:
It was reported boston scientific corporation that a percuflex ureteral stent was used during a stent placement procedure performed on (B)(6) 2022. After the procedure, it was noted that the previously stented patient experienced a candida infection.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported boston scientific corporation that a percuflex ureteral stent was used during a stent placement procedure performed on (B)(6) 2022. After the procedure, it was noted that the previously stented patient experienced a candida infection.

Manufacturer narrative:
Block h6: patient code e1906 captures the reportable event of candida infection. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h10: there are two healthcare facilities provided, and it is unknown which device belongs to each facility. (B)(6) hospital. (B)(6). (B)(6) hospital. (B)(6).

Event description:
It was reported boston scientific corporation that a percuflex ureteral stent was used during a stent placement procedure performed on (B)(6) 2022. After the procedure, it was noted that the previously stented patient experienced a candida infection.